Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI (B)(4).

Event description:
It was reported from (B)(6) that the oscillating saw attachment device would not unlock in the torque and would spin without stopping. It was reported that the equipment was not locking into the socket and the device failed to stop. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was spinning without stopping was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the saw attachment device was broken, the device did not function, and there was component damage. It was further determined that the device failed pretest for check oscillation frequency and check the quick coupling for saw blades. Therefore, the reported condition that the device would not unlock was confirmed. The assignable root cause was determined to be traced to user, which is user error.